Event description:
It was reported by service that two of the casters were broken off the bassinet when it was delivered to the customer. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Logistics/shipping damage.